Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported from the field that the lead dislodged, resulting in loss of capture.